Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level 442 mg/dl. Customer¿s current blood glucose level was 422 mg/dl. Customer was treated with needles. Drive support cap was normal. Customer declined to check air bubble and leak. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No anomaly alarm noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.